Manufacturer narrative:
The device history record (DHR) for the lot number 6745639 was reviewed on 6/7/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The investigation of the returned product was completed by the failure analysis lab on 6/19/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation with mentor smooth round moderate profile 225cc saline prostheses. The right prosthesis was ultimately filled to 325ccs, and the left to 350ccs. Right sided deflation, and left sided capsular contracture (baker¿s grade unknown) was diagnosed post procedure. Upon receipt by mentor, the device received without fluid. White foreign material wasn't observed within the device, and no material was observed on shell surface. The device appears with a crease on both aspects. No anomalies were observed. The product evaluation team concluded the creases occurred sometime after the removal of the device from its protective packaging. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. According to the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 225 cc saline prostheses, catalog #3501635, serial (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with mentor smooth round moderate profile 225 cc saline prostheses. The right prosthesis was ultimately filled to 325 ccs, and the left to 350 ccs. Right sided deflation, and left sided capsular contracture (baker¿s grade unknown) was diagnosed post procedure. As a result, bilateral prosthesis replacement with 325 cc mentor smooth round moderate profile prostheses was performed on (B)(6) 2018. There were additional issues notes, and the patient did not require hospitalization as a result of the surgery. Mentor became aware of the right sided deflation on (B)(6) 2017 and reported it in a periodic summary report. Mentor obtained additional information on 5/10/2018 that indicated left sided capsular contracture. This is the first date in which mentor became aware of any left sided issues, and is using this as the awareness date in order to report this issue.